Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. Analysis performed revealed no anomalies were found. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Event description:
It was reported that the patient had a bacteremia infection and endocarditis. It was further reported that there was vegetation found on the tachy lead and pus was noted in the pocket. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).